Event description:
It was reported during angio-seal device deployment, following removal of the arteriotomy locator, bleeding was noted from the insertion sheath hub. The guidewire was reinserted and a second device was deployed successfully. The user noted the hemostasis valve was not present in the initial device sheath hub.